Event description:
It was reported by the customer "a leaking huber needle in the micu. There was lr (lactated ringers) infusing through the needle. The leak occurred at the y-site." No other information was provided.

Manufacturer narrative:
The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of crack in the y-site hub is confirmed and the cause appeared to be supplier related. A 20ga x 3/4¿ w/y-site powerloc max safety infusion set was returned for evaluation. The sample showed signs of use with contaminants inside the tubing, the safety mechanism is engaged, and the tubing is clamped. Injection end caps are attached to each hub. A longitudinally aligned crack is visible in the y-site adjacent to the molding knit line. The crack occurred adjacent to the weld line, a feature in the material that occurs during the molding of the y-site component. The device involved in the reported event is a supplied component, and the supplier has been notified of this event. H3 other text : evaluation findings are in section h.11

Event description:
It was reported by the customer "a leaking huber needle in the micu. There was lr (lactated ringers) infusing through the needle. The leak occurred at the y-site." No other information was provided.